Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 116" and "defib disabled" messages. Complainant indicated that there was no pt involvement reported.

Manufacturer narrative:
Zoll medical corp has not received the product and will be provided a follow up report when our investigation is completed.